Event description:
It was reported the patient's ipg was inoperable. An sjm representative attempted to troubleshoot the issue via the use of external devices to no avail. As a result, the patient's ipg was explanted and replaced (with a different model). Stimulation was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.